Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 21 mar 2026, senseonics was made aware of an incident where user received an glucose suspend alert which resulting in an early sensor removal.